Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse found both no foam valves clogged with debris, valves were replaced and instrument primed with no issues.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that their the unicel dxc 600 pro synchron chemistry analyzer gave a "low 17 psi air pressure" and hydro subsystem errors. The customer opened the hydro door and found fluid in the bottom tray beneath the hydro assembly. No injury was reported and no erroneous results were generated.